Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: h6 (health effect ¿ impact code) should be: 2645 ¿ no patient involvement. New information added to the following fields: h3, h4, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the investigation results, foreign material in auxiliary water channel, could not be identified. Though we could confirm adhesion of foreign material in auxiliary water channel from the photo provided by sbc, we could not identify the foreign material. We could not specify the root cause of the foreign material remaining in the device. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection. Chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope jet-tube had foreign objects there were no reports of patient involvement.